Manufacturer narrative:
(B)(4). / medwatch #1828100-2017-00002.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer observed an o2 calibration error. They continued to use the device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review, the electronic patient gas system (epgs) calibrated successfully during set-up, which was prior to the start of cardiopulmonary bypass (cpb). Toward the end of cpb, the word cal was displayed below the epgs area on the central control monitor (ccm). In addition, the perfusionist stated that he observed that the measured fio2 was not in agreement with the set point fio2. A message was displayed and the message guided (informed) the user to use knob adjust only method to manage gas flows and fio2. The perfusionist stated that they used the local controls to manage gas supply to the oxygenator for the remainder of the procedure. This did not impact the ability to set desired gas flow and fio2 levels and nothing was changed out. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the intermittent calibration error. Fsr replaced the oxygen (o2) sensor and the gas system was tested successfully. The defective o2 sensor was returned to the manufacturer for further evaluation. During laboratory analysis, the product surveillance technician (pst) installed the returned o2 sensor into a lab use only electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). Connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited the 15 minute warmup period. After the 15 minute warmup period, calibration of the epgs was initiated and passed. Initiated calibration a dozen times with no failure occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.